Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of death, as listed in the over the wire (otw) graftmaster instructions for use (IFU), is a known patient effect that may be associated with the use of the jostent graftmaster in native coronary arteries. In this case, a conclusive cause for the reported leak and a relationship of the product to the reported patient effects, if any, cannot be determined; however there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2011, the patient presented for a cardiac catheterization of the right coronary artery (rca). During the cardiac catheterization, multiple attempts and different sized wires were used to attempt to cross the calcific lesion. During these attempts, the rca became perforated. It was reported that a 3.5 x 19 mm graftmaster stent was implanted. Cardiopulmonary resuscitation (CPR) was initiated and the patient was then transferred and underwent an emergency median sternotomy with repair/closure of the rca perforation and possible bypass of the right coronary artery. The post-operative diagnosis was ruptured rca with intrapericardial hemorrhage, severe cardiogenic hypotensive shock, and severe st-segment depression requiring CPR and intubation with echocardiographic and clinical evidence for severe injury to the right ventricle. Following the emergency surgery, the patient remained hemodynamically stable for approximately five to ten minutes, but then deteriorated significantly. Her right ventricle became enlarged. Extracorporeal membrane oxygenation (ECMO) was provided for perfusion and oxygenation capacity and the patient was transferred to the intensive care unit with stable hemodynamics and drainage of all areas of bleeding. In the early morning hours of (B)(6) 2011, the patient continued to bleed and her chest tubes put out 14,290 cc's of blood and she was completely dependent on life support machinery. The patient's family decided that the patient would be withdrawn from life support and the patient subsequently expired. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed medwatch, new information received states that a 3.5 x 23 mm promus stent was also deployed during the procedure on (B)(6) 2011.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.